Event description:
During a remote follow up, high pacing impedance and an increased threshold was observed on the right ventricular (rv) lead. Mineralization or fibrosis at the end of the lead was suspected. The rv lead was capped and replaced to resolve the event. The patient was stable.